Event description:
Plaintiff reports initial bilateral implantation of implants. No implant date is given. Plaintiff alleges" ...injuries as a result of ...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."